Manufacturer narrative:
Reader mbmb092-j1860 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced symptoms of shaking, a loss of consciousness and was able to self-treat by drinking glucose. Customer had contact with a third-party, however, no treatment was rendered. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6). Has been returned and investigated. Visually inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and visual inspection was performed. Liquid contamination was observed. Therefore, the issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced symptoms of shaking, a loss of consciousness and was able to self-treat by drinking glucose. Customer had contact with a third-party, however, no treatment was rendered. No further treatment was required. There was no report of death or permanent injury associated with this event.